Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components was performed and no quality issues were identified. Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported on august 30, 2024 that the knife did not perform as expected during the incision leading to the wound not sealing properly and sutures were added after the incision. No additional injuries reported; however, the failure resulted in a significant procedural delay as surgical intervention was required.